Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced a hemorrhage requiring surgical intervention. Nevro attempted to obtain more information regarding the nature of the issue, but none was available. There have been no reports of further complications regarding this event.